Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge did not fit onto the pump. In addition, it was reported that a malfunction alarmed occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Lastly, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.